Event description:
During service testing, the baxter repair tech reported that the channel a powered down during accuracy testing. There was no pt injury or med intervention necessary according to the hosp rep. No additional info is available.

Manufacturer narrative:
Evaluation summary: the reported condition was confirmed. Inspection of the device found that the pump powered down during accuracy test due to a faulty pump head module (phm). The phm was replaced. A review of the complaint history revealed similar reports have been received for this product and the reported issue. This issue is being investigated under CAPA.